Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating treatment port failure. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact/injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Rse confirmed by contacted customer, the customer observed the error message displayed on the monitor. Rse guide user unpacking and testing machine found that the clips of the treatment terminals did not return when the handles were installed. Replacing the handles had no effect. Rse recommended onsite check. Fse onsite checked and confirmed the cable connector latch cannot be reset after the cable connector is connected. Fse replaced 453564488971 dfm100 assy therapy receptacle to solve the issue. Device returned to full functionality. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the buckle cannot be reset after the cable connector is connected. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.